Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experience sensor glucose versus blood glucose with threshold suspend. The customer's blood glucose was 160mg/dl and sensor glucose was 40. The customer's current blood glucose was 160mg/dl. The customer was advised the device was going to be replaced. Also, monitor device and call back if issue persists.